Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 the wife of a (B)(6) male pt contacted zoll customer support to report that the pt had a raw bleeding irritation under the electrode belt's electrode. The pt ended use and received an ICD on (B)(6) 2013. It is unk whether the pt required med intervention. The clinical outcome of the skin irritation is unk.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.